Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the procedure was completed successfully with this device.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a carotid stenting treatment procedure, the patient experienced vasospasms. The lesion was located in the carotid artery. Lesion details are unknown. The filterwire "moved heavily on the vessel wall due to the fixed wire causing spasms." The procedure outcome is unknown. No further patient complications or injuries were reported. The patient status is reported as "stable." Further information was requested but is not available.